Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. The patient did not experience any complications after the procedure.

Manufacturer narrative:
(B)(4).